Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: initial reporter phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation is rupture.

Event description:
Physician reported a right side rupture diagnosed by MRI. The device has been explanted.